Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Death date is estimated as (B)(6) 2022. Date of event is estimated as (B)(6) 2022. The UDI number is ¿ni¿ as the catalog number was not provided. Date of implant is estimated as (B)(6) 2022. The additional patient effects and malfunction reported are captured under separate medwatch reports.

Event description:
This is filed to report death. It was reported in an article review that the following outcomes occurred during use of a mitraclip device: single leaflet device attachment/slda, difficulty grasping, medical intervention, surgical intervention, prolonged hospitalization, and death. Specific patient information is documented as unknown. Details are listed in the article, titled single leaflet device attachment.¿ no other information was provided.

Event description:
N/a.

Manufacturer narrative:
The devices were not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, a review of the complaint history was not performed because no lot information was provided. The reported deaths appears to be due to procedural conditions. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.